Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Top of stop collar broke off cruciate punch during use.

Manufacturer narrative:
Examination of the returned product confirmed the complaint. The cause is attributed to misuse and heavy usage. The date code a0604 indicates the instrument was manufactured in (B)(6) 2004 and is over 11 years old. Based on the performed investigation, corrective action is not needed. Continue to monitor via (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.